Event description:
The initial reporter received questionable elecsys total psa and elecsys free psa immunoassay results for one patient tested on a cobas 6000 e 601 module serial number (B)(6). On (B)(6) 2022, the elecsys psa results were not reported outside the laboratory. The customer performed repeat testing with the sample on the same e 601 module. On (B)(6) 2022, a new sample was collected and tested on the e 601 module. On (B)(6) 2022, the customer sent the sample to a different laboratory and the sample was tested with chemiluminescence methodology. On (B)(6) 2022, the patient's initial results on the e 601 module were total psa 0.80 ng/ml and free psa 1.33 ng/ml. The patient's repeat results on the e 601 module were total psa 0.81 ng/ml and free psa 1.39 ng/ml. On (B)(6) 2022, the patient's new sample was tested on the e 601 module and the results were total psa 0.084 ng/ml and free psa 1.30 ng/ml. On (B)(6) 2022, the patient's results with the chemiluminescence methodology were total psa 0.93 ng/ml and free psa 0.02 ng/ml. The elecsys total psa reagent lot number was 556098 with an expiration date of 30-nov-2022. The elecsys free psa reagent lot number was 546160 with an expiration date of 30-sep-2022. This medwatch is for total psa. Refer to the medwatch with a1 patient identifier (B)(6) for the free psa assay.

Manufacturer narrative:
The patient's sample was requested but not available for an investigation. The investigation reviewed the qc results and no abnormalities were found. The investigation reviewed the system's alarm trace and found an abnormal sample aspiration alarm. Per product labeling, "the measured tpsa value of a patient's sample can vary depending on the testing procedure used. The laboratory finding must therefore always contain a statement on the tpsa assay method used. Tpsa values determined on patient samples by different testing procedures cannot be directly compared with one another and could be the cause of erroneous medical interpretations. If there is a change in the tpsa assay procedure used while monitoring therapy, then the tpsa values obtained upon changing over to the new procedure must be confirmed by parallel measurements with both methods." Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.